Event description:
The patient reported receiving several e6 (electronic) errors for the past 3-4 months and her blood glucose has been elevated to 300-400 mg/dl. Her normal blood glucose level is 120 mg/dl. She began using her replacement infusion device in 2009 and her blood glucose levels decreased. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.